Manufacturer narrative:
Updated fields- h2. Corrected fields- h6, h11. This supplemental report is being submitted to provide the correction and results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the power supply was interrupted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the power supply was interrupted occurred due to disconnection in printed circuit board(cp board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that video system center had scope communication error b40 displayed and motherboard failure in the processor. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image occurred. Based on the results of the investigation, it is likely the following led to the malfunction: caused due to failure and disconnection in main board and printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.